Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. No further details were provided. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/14/2015 with the following findings:a review of the black box indicated reboots had occurred. Investigation did not find any damage to the battery cap or battery compartment. The battery cap contacts were within required specifications. The battery cap attached appropriately to the pump. The pump powered on normally with no alarms and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was removed and no internal defects were found. The complaint could not be duplicated on investigation. (B)(4)